Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, the cause for the reported single leaflet device attachment/slda could not be determined. The mitral regurgitation (mr) appears to be an outcome of the slda. The reported prolonged hospitalization and additional therapy/non-surgical treatment were results of case-specific circumstances. Additionally, the reported patient effect of worsening mitral regurgitation (mr) as listed in mitraclip nt system instructions for use is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.b3, b6, d6: correct dates provided.

Event description:
Additional information was provided that the patient's mitral regurgitation (mr) had increased to 4 on (B)(6) 2019. No additional information was provided.

Manufacturer narrative:
Dates estimated. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Literature attachment. Article title "how do anesthetists get involved with percutaneous mitral valve repair system? Complications of mitraclip: don't forget the basic."

Event description:
This is filed to report single leaflet device attachment/slda and medical intervention. It was reported through an article abstract that this was a mitraclip procedure to treat mitral regurgitation (mr). On an unknown date, one clip was successfully deployed. Then approximately 4 days later, the clip became detached from one leaflet, but remained attached to the other leaflet (single leaflet device attachment/slda). The patient underwent a second mitraclip procedure for additional treatment. Details are listed in the article, titled " how do anesthetists get involved with percutaneous mitral valve repair system? Complications of mitraclip: don't forget the basic." No additional requests for information are needed.